Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "60 minute loop time savings" error message with the freestyle libre sensor. The customer subsequently experienced the symptom of dizziness, as she was unable to monitor her blood glucose. She was reportedly unable to treat herself, and was given fruit juice by her partner as treatment. There was no report of death or permanent injury associated with this event.